Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit but was unable to duplicate the customer's reported issue. However, upon review of the iabp log files, the stm noted fault code #57 and fault code #59. The stm calibrated the shuttle transducer and drive transducers then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure and generated fault code# 56, fault code#57, and fault code#59. There was no patient harm and no adverse event was reported.